Manufacturer narrative:
The reported event of lead dislodgement, high pacing impedance, and capturing problem were not confirmed, while the helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within the specification. The cause of the reported event of helix mechanism issue was isolated to a clogged helix. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an attempted implant, the lead dislodged multiple times along. High impedance, high threshold and intermittent capture were noted. While repositioning the lead, the helix would not extend. The lead was replaced. There were no adverse health consequences, the patient was stable.